Event description:
It was reported that this pacemaker with this non-(B)(6) right atrial (ra) lead exhibited a lead safety switch (lss), followed by an alert for right atrial auto threshold (raat) test failure. (B)(6) technical services (ts) identified abrupt impedance increases in the atrial lead since (B)(6) 2023, likely due to a spring contact issue. Inappropriate mode switches due to myopotential over sensing have occurred since the lead safety switch (lss) event. The right atrial auto threshold (raat) test failed due to an incompatible mode. Further testing in both bipolar and unipolar configurations is recommended. The patient will be evaluated in the clinic next week. No additional adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).